Event description:
It was reported that the customer had a watchdog timeout alarm and an audio alarm on the insulin pump. Customer also stated that the screen switched off and the audio alarm was constant.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with blank display due to power connector on battery tube not plugged properly into the connector on the interface board. No a13 error alarm or constant tone noted during our testing. No cosmetic damage noted.